Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument still passed the electrical continuity test and there was no insulation damage observed to the conductor wire. Any material missing is likely to be thermally induced rather than mechanically induced. Root cause of thermal damage of the bipolar yaw pulley - between the grip base is typically associated with mishandling/misuse.

Event description:
It was reported that during a da-vinci assisted sleeve gastrectomy procedure, the customer observed thermal damage on the maryland bipolar instrument. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) contacted the customer and confirmed that there was no indication that the instrument was inspected prior to use or after use. There was no indication of instrument collision. There was no evidence of arcing in the case. There was no patient harm. No patient demographic information was available.